Event description:
Terumo medical corporation received the following reported information: a 9 french subclavian balloon pump sheath was attempted to be closed using an 8 french angio-seal. The device was prepared and deployed; however, it was removed intact. A second device was used and deployed. The site was still oozing; therefore, a 6 french device was then deployed. Groin access was obtained to ensure the site was closed. It was discovered that the angio-seal was deployed into the subclavian. Vascular came and ballooned the subclavian/angio-seal devices out of the way. In the evening, the patient went to the operating room (or) for a cut down and thrombectomy of brachial artery. A new balloon pump was inserted from the groin. The patient was stable. The blood loss was less than 250cc. Additional information was received on 09jan2026: they removed a balloon pump from the subclavian artery. The sheath size was 9 french. No angio was performed. The thrombosis occurred in the brachial artery. (A couple hours after vascular ballooned the devices in the subclavian) the operative report stated a clot was removed via pneumbra catheter.

Manufacturer narrative:
D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: staff rtr. D4: UDI: unknown due to unknown catalog and lot combination. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The angio-seal devices were not returned for evaluation. As the access site of the event was reported to have been within the subclavian artery and with a 9 french procedure sheath where two devices were reported to have been deployed within the same vessel for attempted site closure, the complaint can be confirmed for usage issue with the device. The reported thrombosis and cutdown of the brachial artery may have been related to the use of the device/s. The device history record was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).